Event description:
Additional information recieved reported on march 25, the surgeon provided stronger support by pushing the middle catheter to go upper during the operation. The blood vessel was relatively curved and the stent was limited in opening when passing through the bend. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). There was no damage to the pipeline pushwire or catheter observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (B)(6), ruler (B)(6), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel as found condition: the pipeline flex was returned stuck inside the marksman catheter hub, within the inner pouch, bio-hazard bag, and shipping box. Damage location details: the tip coil was found to be kinked. The distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were opened and frayed. No defects were found with the distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 19.0cm to 29.6cm from the distal tip. No other anomalies were observed. Testing/analysis: the catheter was cut to remove the pipeline flex braid. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed as the pipeline flex was found stuck inside the marksman catheter hub. The damages observed on the catheter (accordioning), braid (fraying), tip coil (kinking), and hypotube (stretching) suggest that a high force was used. These damages likely occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. However, the cause of resistance could not be determined. Possible resistance causes include vessel tortuosity and lack of continuous flush with heparinized saline during delivery. The customer indicated that the vessel tortuosity was moderate, which rules it out as a potential cause. Therefore, it is likely that the lack of continuous flush with heparinized saline contributed to the resistance experienced during delivery and retrieval. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Max diameter 3.3 mm and neck diameter 9.2 mm. Landing zone (artery size): distal 3.3 mm and proximal 3.1 mm. The patient¿s vessel to rtuosity was moderate. Access vessel was the ica (3.1 diameter. The ed-325-25 stent was pushed go upper to place through marksman. The stent tip was deployed from the straight segment of the middle cerebral artery, and the tip was deployed about 8mm in situ, and opened smoothly. Then it was pulled back to the expected anchor point, and the surgeon increased tension to make the anchor more secure. The surgeon continued to deploy in the middle segment and fixed the microcatheter about 17mm. When passing through the neck of the tumor, there was a bend, and the stent became flattened at this time. The surgeon continued to deploy 4mm and made the whole tension-relieved and tension-increased while swinging it back and forth several times. However, the flattening still could not be solved. Finally, the surgeon withdrew the microcatheter and the stent as a whole from the body and pulled the stent back outside the body. The tip end of the stent was also stuck at the hub. Dapt (dual antiplatelet treatment) was administered (pru level 0). Angiographic result post procedure was normal. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030, (lot: 228594241); product type: implant date n/a; explant date; n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.